Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise. It was suspected that there was lead damage. The lead was reprogrammed. The patient was in good condition.